Event description:
It was reported that during surgery, the circuit was cut while it was placed in the circuit holder. No injury reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded once the investigation is closed.

Event description:
It was reported that during surgery, the circuit was cut while it was placed in the circuit holder. No injury reported.

Manufacturer narrative:
For the investigation the provided photo was analysed. A crack in the flexible hose was identified and the reported symptom could be confirmed. The error pattern was evaluated and mechanical force in combination with a sharp edge was identified to be the most likely root cause for the found cracks. In this case it was reported that the hose cracked when placing it into the hose holder. This is the first case which was reported in connection with a hose holder. In case of a relevant leakage, the connected main device will post a corresponding alarm during the pre-use check. During use, the leakage will either be compensated or alarmed accordingly. The number of similar cases, related to the same symptom, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.